Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had a telemetry issue. It was noted that there was a stylus misalignment. The overlay to xy printed circuit board (pcb) assembly was reseated and a 25 point stylus calibration was performed. The nylon standoff between the link electronic module (lem) and micro processor unit (mpu) pcb assemblies was replaced as a preventative measure. The programmer hard drive was reconfigured and the programmer software was reloaded. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned to service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.